Event description:
The injector was set to inject a total volume of 143ml of contrast in antecubital fossa. It was reported that the contrast was visible after injection and, upon examining the pt, an extravasation of approximately 135cc was observed. The extravasation was uniformly spread out from the wrist to the elbow and was hard and firm (blood flow was not restricted). The pt did not complain of pain and no redness was noted. Pt was treated with ice and the arm was kept elevated. Pt was kept in the dept for approximately 1 hour for observation.